Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Report source, foreign ¿ event occurred in (B)(6). Combination product ¿ yes. A sample from the same lot as complaint product was evaluated and the reported event was not confirmed. No unusual behavior during mixing, handling or setting was observed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the cement polymer and monomer did not mix properly. There were no patient consequences reported.